Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. No revision surgery has been preformed to date. Attempts are being made to collect additional information regarding the event. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the component has broken but revision surgery has not been scheduled.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The device history record was reviewed and indicates that product met specification when manufactured. The product was not returned. Evidence that product in specification when used.